Manufacturer narrative:
(B)(4).

Event description:
Registered nurse of clinic customer contacted dexcom technical support on (B)(6) 2014 to claim no audio output detected on device being tested for patient use on (B)(6) 2014. At the time of the call to dexcom technical support, no medical intervention or injuries were reported, as no patient had been assigned the device.

Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Evaluation of the receiver found that the device does not turn on. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. The device was determined to be operating within the required specifications without malfunction. A review of the downloaded receiver log did not confirm the reported event of no audio output.